Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patients' right hip was revised for unknown reasons.

Manufacturer narrative:
An event regarding revision involving an uhr head was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as the reported device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, patient history, progress notes, and x-rays are needed to fully investigate the event.

Event description:
The patients' right hip was revised for unknown reasons.